Event description:
It was reported to philips that the wired footswitch could not be exposed.the device was in clinical use at the time of reported event. No harm was reported to philips. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected, diagnostic procedures were performed by the customer and completed as planned by using hand switch. The philips field service engineer (fse) inspected the system on site and confirmed that exposure footbrake was unable to expose but the hand switch could be exposed. Upon troubleshooting fse identified a mechanical fault in the wired footswitch. To resolve the issue, fse replaced wired footswitch. The defective footswitch was returned to philips for analysis and found that one connector thread was detached, an anti-slip rubber was absent, and the bracket was loose. After replacement, the system was returned to use in good working order. The codes were updated based on the investigation outcome.